Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise was detected on the right ventricular (rv) lead. The lead was reprogrammed with noise reversion mode but asystole still occurred. The lead was later capped and replaced. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.